Event description:
Stopcock on extracorporeal membrane oxygenation circuit fell apart. Remains intubated post left congenital diaphragmatic hernia repair and sedated on venoarterial extracorporeal membrane oxygenation, maintaining goal flows. No acute events.